Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient. It was report ed that the lead popped through the skin at the entry point (midline). There were no factors that may have contributed to this. No troubleshooting was done. The physician removed the lead completely. It was noted that the product was replaced by another product and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.